Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. The device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed a missing piece of shell assessed as inconclusive and broken device assessed as surgical damage. ¿ product discolored: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "rupture" diagnosed by ultrasound. Later healthcare professional reported "yes to inner silicone touch the patient field". This record is for the right. The device was explanted and replaced with another manufacturer's device. Device was returned.